Event description:
The customer reported one of the orange shock buttons at the paddles is locked and can not be pressed. No patient was involved.

Manufacturer narrative:
(B)(4). The customer reported one of the orange shock buttons at the paddles is locked and can not be pressed. No patient was involved. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.